Manufacturer narrative:
Other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspected the pump and attached cassette onto the device and the device alarmed "cassette not attached properly". The customer's stated problem was verified. According to the investigation the pump was inspected and attached cassette onto the device and the pump alarmed "cassette not attached properly". Further investigation of the pump determined that a faulty downstream occlusion sensor was the root cause of the issue. The downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited cassette not attached alarm. No patient involvement reported.